Event description:
It was reported a severe bleeding after a vascular graft was used as an arterial venous cannulation for extracorporeal membrane oxygenation. It was reported that bleeding was located at the non-anastomosed part of the graft. Eighteen units of blood were administered to the pt. Graft was explanted and bleeding was eventually stopped by using another graft and surgical sealants. Pt was reported to be in a very poor health conditions.

Manufacturer narrative:
The complaint device has not been returned yet by the hosp. A review of the device history records indicated that the graft was processed, inspected and released according to procedures. Specifically, the collagen coating records indicated no anomaly. The water permeability test result indicated a value well below product spec. A product from the reserve sample collagen coated the same day that the complaint device underwent water permeability testing. Test result indicated a value well below product specs. No conclusion can be drawn until the non implanted graft portion is returned and analyzed. However, please note that the device was not used in an approved indication. A follow up report will be submitted within 30 days upon receipt of any additional info.